Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that donor skin was dragging on the dermacarrier due to the rachet handle not ratcheting. The taken graft was useable; however, it had to be cut into two separate pieces in order to use it. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the donor¿s skin was dragging on the dermacarrier due to the ratchet handle not ratcheting. It was clarified that the handle does not ratchet and therefore when it is pulled forward and backwards, the board also moves forwards and backwards rather than travelling through the mesher. The handle therefore has to be hung off the side of a trolley and turned in a clockwise direction for the board to move through the mesher. This is very difficult physically and time-consuming to do. The skin also catches on the roller on the side closet to where the handle is. There was no patient involvement. This was affecting the staff more than the patient. The customer did not return a skin graft mesher device for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Initial qa inspection of the skin graft mesher by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event ¿the donor¿s skin was dragging on the dermacarrier due to the ratchet handle not ratcheting¿ was non-verifiable since the device was not returned for evaluation. The root cause of the donor¿s skin dragging on the dermacarrier due to the ratchet handle not ratcheting cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.